Event description:
The clinician reports the implant was inserted (B)(6) 1999 in ada 13. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and abscess. No further patient complications were reported.